Event description:
A 3rd party service agency contacted physio-control to report that their customer's device had a service indicator present. There was no patient use associated with the reported event.upon evaluation of the device, the service agency observed that the unit would not complete the boot up cycle and therefore never fully power on.

Manufacturer narrative:
It was later confirmed by the 3rd party service agency that they verified the reported issue. The service agency then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The device has not been returned to physio-control for evaluation. It was later confirmed by the 3rd party service agency that they verified the reported issue. The service agency then replaced the system controller (sc) pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The device has not been returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4): it was later confirmed by the 3rd party service agency that they verified the reported issue. The service agency then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The device has not been returned to physio-control for evaluation.